Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("one year without essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("some symptoms that are still here but much better than before"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event was resolving. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: her life is back on rail after removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 770 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.